Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('some of the pain is kind of strange. Not quite period cramps but higher up/pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included megestrol acetate for genital bleeding, ondansetron (zofran melt) and promethazine for nausea as well as diazepam (valium) and pethidine hydrochloride (demerol). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/I haven't bled like this in a very long time"), pelvic adhesions ("I have dense adhesions between my uterus and bladder"), nausea ("nausea"), asthenia ("feeling a bit like a wuss") and menstrual disorder ("periods like symptoms monthly around the same time you would have had it"). The patient was treated with surgery (da vinci assisted vaginal hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pelvic adhesions, nausea, asthenia and menstrual disorder outcome was unknown. The reporter considered asthenia, genital haemorrhage, menstrual disorder, nausea, pelvic adhesions and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: fu2 and fu3 processed: case became serious incident. Events added- ¿I have dense adhesions between my uterus and bladder¿ ¿ some of the pain is kind of strange. Not quite period cramps but higher up/pain¿ ¿I'm in pain¿ ¿feeling a bit like a wuss¿ ¿periods like symptoms monthly around the same time you would have had it¿. On 23-mar-2020: fu2 and fu3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.